Event description:
Per rep., this pt is a non-complaint twiddler who developed an infection. A new sys was implanted on the other side and the pt is doing well and seems to be more compliant. Also removed: lumax 340 vr-t, MDR 1028232-2008-0256.